Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 18, 2021. The lot number was obtained with receipt of the device. The lot number is 5676689. A manufacturing record evaluation was performed for the finished device 5676689 number, and no non-conformances were identified. Mentor is aware that the manufactured date occurs after the implant date provided. However, this is being reported, as it is the only information made available to mentor. If additional information becomes available in the future, then a supplemental report will be submitted. The investigation of the returned device was completed by the failure analysis lab on july 7, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. Leak testing was performed according to the mentor procedures, and it identified a tear within the crease/fold measuring less than 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a mentor smooth round moderate profile 300cc saline prosthesis experienced left sided deflation post procedure. As a result, an explant was performed (B)(6) 2021.